Event description:
It was reported that the syringe enteral 50ml bns experienced an incorrectly positioned plunger rod. The following information was provided by the initial reporter: material no: 305864 batch no: unknown ¿ qty. 1 unit ¿ defect: defective component ¿ failure to function. ¿ customer description: "syringe plunger got stuck on an angle in the syringe. This prevented the patient from getting all of the solution in a timely fashion.". ¿ defect noted during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24 h6: investigation summary it was reported that the plunger got stuck on an angle in the syringe. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The photo shows the top part of a syringe. The rubber stopper is partially disassembled from the plunger rod and rolled. The sample received is the sample shown in the photo. A visual inspection was performed and it has rolled stopper. No other defects or imperfections were observed. This defect can occur if the rubber stopper was not fully centered when the plunger rod was being assembled to it. As the lot provided is 'unknown,' a device history record review could not be completed. Settings and alignments of the equipment were verified as well as flow of products. No issues were observed. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. See h10.

Manufacturer narrative:
H6: investigation summary it was reported that the plunger got stuck on an angle in the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the top part of a syringe. The rubber stopper is partially disassembled from the plunger rod and rolled. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. See h10.

Event description:
It was reported that the syringe enteral 50ml bns experienced an incorrectly positioned plunger rod. The following information was provided by the initial reporter: material no: 305864 batch no: unknown ¿ qty. 1 unit ¿ defect: defective component ¿ failure to function. ¿ customer description: "syringe plunger got stuck on an angle in the syringe. This prevented the patient from getting all of the solution in a timely fashion.". ¿ defect noted during use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe enteral 50ml bns experienced an incorrectly positioned plunger rod. The following information was provided by the initial reporter: material no: 305864 batch no: unknown. ¿ qty. 1 unit. ¿ defect: defective component ¿ failure to function. ¿ customer description: "syringe plunger got stuck on an angle in the syringe. This prevented the patient from getting all of the solution in a timely fashion." ¿ defect noted during use.

Manufacturer narrative:
A code corrected to material separation as the customer reported that the stopper separated from the syringe. Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: enteral/oral syringes. Device failure: stopper separation.

Event description:
No additional information.